Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the implant/migration of the device, migration of essure device location of device') and fallopian tube perforation ('perforation (fallopian tube(s)') in a 37-year-old female patient who had essure (batch no. 624642-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" in (B)(6) 2009. The patient's medical history included multiparous. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included infection and constipation. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain, pain"), abdominal pain ("abdominal pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and hypersensitivity ("allergic reaction, allergic or hypersensitivity reaction type"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, depression, anxiety, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were identified protruding through the os. Discrepancy regarding event device monitoring procedure not performed as reported previously in the summons regarding confirmation test hysterosalpingogram. The patient tolerated the procedure very well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by the implant/migration of the device, migration of essure device location of device') and fallopian tube perforation ('perforation (fallopian tube(s)') in a (B)(6) female patient who had essure (batch no. 624642- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" in (B)(6) 2009. The patient's medical history included multiparous. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included infection and constipation. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain, pain"), abdominal pain ("abdominal pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and hypersensitivity ("allergic reaction, allergic or hypersensitivity reaction type"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, depression, anxiety, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were identified protruding through the os. Discrepancy regarding event device monitoring procedure not performed as reported previously in the summons regarding confirmation test hysterosalpingogram. The patient tolerated the procedure very well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: bladder/urinary problems added. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.